Event description:
The patient reported blood glucose results of "26.6 mmol/l and 10.1 mmol/l" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.